Event description:
It was reported that "does not give picture and light on/off". No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: during the technical inspection of the returned product, the following was found: visually the handgrip and the housing are in good condition. No scratches or wearing marks detectable. The insertion portion is in good condition. No scratches or other damages were detected. The distal tip is scratched but the objective lens is without damages. The functional test on the endoscope revealed that the light is blinking and that there is no image. It was detected that the housing is filled with moisture although the endoscope was tight (no leakage at the leak test). The error described by the customer " does not give picture and light on/off." Could be confirmed. This was caused by moisture ingress, which damaged the sensor and the interface board. The only way moisture can get into the sealed device is if the cap on the pressure equalization valve was not removed during reprocessing. For this reason, a user misuse error is assumed which led to the missing image. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The corresponding IFU 96056039d, version v3.1_01-2020 contains the following note (chapter 11.1 - 11.8.): "caution: the pressure compensation cap must not be in place on the event port for cleaning and disinfection." The event is filed under internal karl storz complaint ID: (B)(4).